Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that the large hem-o-lok clip applier instrument would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The instrument was tested on an in-house system and passed recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument passed all three clip tests and was fully functional. No product issue related to the reported event was identified. The complaint was not confirmed based on failure analysis. An additional finding not related to the reported event was identified. The instrument's main tube was found to be bent. The bending damage was located at the proximal end of the main tube.